Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the insulin pump. Customer reported that the pump is no longer working. Customer reported that the pump was exposed to moisture. Customer reported that he fell into the swimming pool. Customer's blood glucose at the time of the incident was 270 mg/dl. Product is not expected to return.

Manufacturer narrative:
Pump was received with motor error alarm during rewinding due to corroded motor home switch. Unable to perform functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test or excessive no delivery test due to motor error alarm. Moisture damaged found on electronic assembly. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.